Event description:
On 11-20-01 reporter spoke to a urology employee to report that seven days following treatment the patient noticed a burn on the outside of patient's leg. The burn appeared to be caused by the insulated cable that connects the catheter antenna to the control unit. The targis user manual, section 2, page 11 warns to insulate this cable away from the patient's leg.